Manufacturer narrative:
Age at time of event - 18 years or older

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the mildly tortuous and severely calcified vessel of a limb. After a guidewire crossed the lesion, a 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. Another 5.0 x 40, 40cm mustang balloon catheter was advanced but also ruptured upon inflation at 18 atmospheres. The procedure was completed with a different device. There were no patient complications reported.